Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician¿s handheld computer would not power on when he pressed the power button. He said he kept them plugged in all the times and neither of them have been used in a week. Troubleshooting was performed, but the problem persisted. The product was returned to the MFR and underwent analysis. Upon analysis, the reported allegation was verified. The cause for the reported allegation is associated with an electrical short in the serial cable the would blow the handheld fuse when connected. Once the short was removed and the fuse was replaced, no further anomalies were identified.